Event description:
It was stated that the customer was hospitalized for high blood glucose, with a reading of 240 mg/dl. Troubleshooting was performed and the insulin pump had a basal rate setting of 0.0 for most of the day. The other basal rate was programmed at 3.0 for four hours. The correct basal rate should have been 3.0 for 24 hours. Advised the caller about the importance of having the correct basal rates programmed in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.